Event description:
Same case as 2030404-2011-00300 and 3005188751-2011-00211. It was reported during an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Transseptal puncture was performed using a sjm brk transseptal needle and a fast cath guiding introducer. An inquiry steerable catheter was placed in the coronary sinus. The pulmonary veins were successfully isolated with a non-sjm ablation catheter. Approx 2 hours into the procedure, a cardiac tamponade occurred. An echocardiogram confirmed the effusion and a pericardiocentesis was performed to drain it. The procedure was stopped at this time. The pt's condition post procedure was fine. Add'l info was requested and is not available.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.